Event description:
During direct laryngoscopy crna noted light went out. He pulled the blade out and noticed light tube had broken off. Changed blades and on direct laryngoscopy visualized end of tube in posterior pharnyx. Foreign body was successfully removed with kelly forceps with no harm noted to patient.